Event description:
It was reported that the user experienced sustained hyperglycemia with blood glucose levels reportedly above 400 mg/dl for approximately 16 hours while using the ilet, despite two cartridge changes and a new infusion set; the user noted extensive abdominal scar tissue and reported administering a mounjaro injection, and the ilet provided high glucose alerts with subsequent reduction of glucose to 366 mg/dl and then into range after site and supply changes. Symptoms included headache. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included user coaching and review of use, including note that the user connected the cartridge to the connector before inserting the cartridge and consideration of potential site absorption issues. Investigation of this case revealed no device malfunction identified, with a plausible contribution from infusion site absorption variability and user technique, while the exact cause remained undetermined. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.